Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. A perforation was noticed as the patient's blood pressure dropped. The perforation was confirmed by ultrasound and a pericardiocentesis was performed in which 450ml of fluid was removed. The patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available.